Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beeping. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed labels removed, housing cracked. Upon inspection, customer problem was duplicated. The moment the device was powered up the device started double beeping, replaced downstream sensor.

Event description:
No patient involvement.